Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the tower door had bulged due to improper loading, which caused the door to fail during the work order process. A field service engineer conducted an on-site inspection and found that another pharmacy technician had already corrected the loading issue. After the adjustment, the door was tested and opened successfully. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door would not open and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.